Event description:
It was reported that the filter was compressed and occluded. On (B)(6) 2008, the patient was implanted with a greenfield filter. The patient had multiple pulmonary emboli and right lower extremity deep venous thrombosis (dvt). On (B)(6) 2019, the patient underwent an abdominal CT scan without contrast due to a large varicocele. The filter was in noted in place. The left gonadal vein was fairly enlarged especially relative to the right as well of which encompasses nearly the entire lumen of the ivc, which appears to be somewhat collapsed around the filter. The impression of the CT indicated that the markedly enlarged left gonadal vein which when associated the ivc filter may reflect collateral flow to account for the patient's enlarged varicocele especially if it is primarily left-sided. On (B)(6) 2019, the patient underwent a venogram of the central venous system for reported edema in lower extremity. The ivc and the filter appeared to be significantly compressed. Both common femoral veins were patent; however, they gave off multiple collaterals throughout. Both common iliac veins are completely occluded. There is no flow noted within the vena cava and I believe this is completely occluded. Multiple large collaterals including the gonadal veins were noted which were incredibly large. This is what is draining the majority of the venous system. The patient was discharged home doing well and told to resume anticoagulation. During follow up two weeks later it was noted that there were no endovascular options and this was possibly a chronic finding. The patient was told to continue compression. On (B)(6) 2020, the patient underwent an abdominal and pelvic CT scan. The inferior vena cava (ivc) filter was observed with the apex just below the level of the right renal vein origin. There was severe narrowing of the ivc below the level of the renal veins and the filter was compressed. There was a linear density extending from the filter inferiorly into the left common iliac vein. It was unclear if this was a fractured leg from the filter or a dense calcification within the vein that was possibly contiguous with the filter. No further patient complications were reported.